Event description:
The customer was not feeling well and tested blood glucose, the result was 121mg/dl. The customer retested and received a result of 66mg/dl. The family member stated the customer was unconscious and family member tried to give the patient orange juice but was unable. Another blood test was done and the result was 19mg/dl. Paramedics were called and they received a result of 27mg/dl. They tried to give glucose but were unable to open the patient's mouth. The customer was given an injection of glucose and later the patient's blood glucose was checked and the result was 187mg/dl. The customer was transported in the ambulance. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.